Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-03116, 3006705815-2019-03117, 1627487-2019-09243. It was reported and confirmed by x-ray that an anchor broke and leads migrated. As a result, patient underwent surgical intervention wherein the leads and anchors were explanted and replaced. It is unknown which anchor is liable so both anchors are reported.